Event description:
The reporter stated that she had gotten the er1 message. It was determined that she was using one touch control solution to check the surestep test strips and was obtaining readings outside the control range.